Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that the manufacturer's representative programmed the incorrect lead on which caused the patient to experience chest pain, light headedness, and serious complications. The patient also reported dissatisfaction with the representative. Follow-up conducted revealed that the left ventricular (lv) lead was causing diaphragmatic stimulation possibly related to lead placement; therefore, reprogramming was completed to correct the issue. No further patient complications were reported as a result of this event.